Event description:
New information received indicates that the noise problem was addressed by explanting the device. The lead remains implanted and active. The procedure concluded successfully with the patient stable before, during, and afterwards.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of non-sustained rv oversensing due to noise was observed. The noise was unable to be reproduced with pocket manipulations and isometrics. The physician elected to take no action other than to just monitor the lead. The patient was asymptomatic.

Event description:
New information received indicates that the lead was explanted. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
Correction required for section in MDR 2938836-2016-11297. Follow-up #1. For associated device (B)(4), model number should be cd1257-40 not cd1257-40q

Event description:
New information received indicates that noise was still observed with a new device. Lead replacement was suggested. The patient had no events.